Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument broke. Subsequently, surgery was completed with another device. No known adverse event was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of tibial impactor pad exhibits signs of use (nicked or gouged) also cracked and fractured. The device was submitted for further analysis. The sem analysis determined that the fracture surface in impactor pad artifacts consistent with an overload fracture. DHR was reviewed and no discrepancies were found. Per the package insert 87-6203-999-23, rev. B instrument/provisional use, care and sterilization instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. Additionally, it also stated not to subject high load/ impact to the instrument as it leads to breakage. However, the definitive root cause could not be determined with information available as the frequency of use and a condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.